Event description:
Reportability changed due to additional information confirmation received that there was a detachment. It was initially reported that during preparation for a carotid stenting procedure, the filterwire was distorted and stretched. The vessel was reported as being "significantly stenosed". During "distal end shaping and gentle distal manipulation", the spring coil of the distal tip stretched from the tapered coil. It was reported that there was no detachment. This device never entered the patient, and the procedure was successfully completed with another of the same device.

Manufacturer narrative:
Complaint was received for the spring coil tip being stretched or damaged. Observation of the returned device reveals excessive force used during preparation at multiple locations. The delivery sheath distal tip was extensively yielded and the coil solder bond at the tip was missing. Prior experience shows that the force required to create this yielding is significantly above what a typical user would apply during normal handling. Secondly, the filter tip seal had been broken. There was evidence of adhesive at the tip seal location but the filter itself had been released from the bond. Thirdly, the spring coil tip was fully stretched and yielded, consistent with manual manipulation when trying to shape for delivery. Fourth, the solder tip at the end of the tip coil was missing. The remaining wire portion showed signs of fracture due to yielding or torsion. Neither of these failure modes would be induced on the tip during a normal procedure except through aggressive handling as the tip does not see any friction during use other than that observed during contact with the vessel or guiding catheter inner wall. Lastly, the entire spinner tube assembly had been pulled distal over the coil solder joint and over the tip coil. The force required to move this assembly back to its proper location is excessive and could not be performed with hand tools to provide torque. The combination of those four observations points to aggressive handling during preparation of the device inconsistent with normal use. A review of the manufacturing record for this device found that the device me its material, assembly, and product specifications. This investigation concludes that the spring coil tip was damaged through aggressive handling.